Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button traces were damaged. The cause of the non-functional response buttons is damaged traces. The root cause of the damaged traces cannot be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/02/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 8/13/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that the response buttons were non-functional.